Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The ventilator passed pre-use check successfully and a preventive maintenance was performed. The reported alarms for low o2 concentration could not be duplicated and the ventilator was cleared for clinical use. No ventilator logs were provided and no parts were returned for our investigation. Since no ventilator logs were provided and parts were not returned for investigation, the root cause of the reported event has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).